Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, it was reported that the ok keypad button was under responsive. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect boluses which may result in over or under delivery.

Manufacturer narrative:
Follow-up #1; date of submission: 10/12/2016. The device has been returned and evaluated by product analysis on 09/16/2016 with the following findings:."ok" button is unresponsive. Removed keypad, contamination found on "ok", "'up", "down" and contrast button contacts. Unable to test audio bolus button response due to keypad failure. Unrelated to the complaint, the display is dim, orange.